Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer stated that the device was not dropped; she delivered a bolus and put it back in her pocket and then it alarmed. Customer stated she does use the sensor feature and is able to rewind the insulin pump. Customer stated that her blood glucose is high and has not treated. Customer experienced headache and excessive thirst. Customer contacted her doctor and has a back up plan but has only been treating with the insulin pump. During troubleshoot; customer stated the drive support cap is recessed. Customer stated the tubing has no air bubbles and the cannula is not occluded. The basal rates and bolus wizard are set up correctly. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Blood glucose was 210 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.